Event description:
Boston scientific received information that a threshold test was conducted with this implantable cardioverter defibrillator (ICD) using the wand. When the field representative attempted to push end test on the programmer, the test would not stop. The programmer would take the information but nothing occurred. The button was pushed 5-6 times but the testing still would not end. The test was stopped when the wand was removed from over the device. The field representative commented that this would occur when using radiofrequency (rf) telemetry but not with the wand. No adverse patient effects were reported. The information was forwarded on to boston scientific technical services (ts) for further evaluation.

Manufacturer narrative:
The data was also reviewed by boston scientific engineers and a ts consultant discussed that there was no indication of whether the programmer was configured for inductive only or if the rf function was enabled. Although the wand was used and was over the device, it does not mean that the wand is actually in use. If rf is enabled then that type of telemetry would occur. The ts consultant requested more information to further help with the troubleshooting such as: more details on the threshold test stopping and what the battery status for the device is. At this time, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.